Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2012; 6947-58 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.